Manufacturer narrative:
The lens was inserted and removed. Device evaluation: product testing could not be performed since the product was not returned for evaluation. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was noticed broken when removing it from the package. Additional information was received and it was learnt that the lens was inserted into the patient's eye but it was taken out because of a scratch or a line on the lens. No patient injury or complication was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/15/2017. Device returned to manufacturer?: yes. Device evaluation: the device was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification no viscoelastic residue was observed inside the device. There were no damages and/or assembly errors observed in the device. The lens was received out of the device cut in two pieces, which could be related to the explant process. Even though, the issue reported as scratch was not identified. The complaint reported was not confirmed. All pertinent information available to abbott medical optics has been submitted.